Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the eopa 3d vented arterial cannula, after the cannula was inserted into the aorta and the introducer was removed, blood was observed leaking from the body of the cannula. A hole was identified in the cannula. The same issue was reported to have occurred with two cannulas from the same package on the same day in two different operating rooms. The device was replaced to complete the procedure. There was no patient impact associated with this event.